Event description:
A surgeon reported that the footswitch "broke down" during a cataract extraction procedure. Add'l info provided indicated that the system did not work and there was no ultrasound during the procedure. The system was exchanged and the case was completed without harm to the pt.

Manufacturer narrative:
The sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).